Event description:
It was reported that the patient had to change their settings a lot. The patient wanted to meet with a manufacturer representative to have an adjustment and help with reprogramming. The patient had been having seizures since (B)(6) 2013. The patient was having a magnetic resonance imaging (MRI) for the head and it was not related to their implanted device. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).